Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found it to have an outdated pcb and power switch, wear and tear damaged front cover, enclosure, and line cord. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems or issues were identified during this DHR review. Plugged the line cord into an outlet and the device did not power on, confirming the reported customer complaint. The connection between the power switch and the pcb was broken. The problem source has been determined to be design.

Event description:
Information was received that during testing, unit is not powering up. No alarms occurred and no patient involvement.